Event description:
It was reported that a study evaluated the use of rezum steam ablation therapy in 18 patients with urinary retention secondary to benign prostatic enlargement. At three months, 15 of the 18 patients (83%) achieved catheter independence, and at a mean follow up of 28 months, 15 of 17 patients (88%) continued to void independently. Two patients required additional treatment, and one patient died during the follow up period; the publication does not attribute the death to the device or the procedure. No clavien-dindo grade iii or higher complications were reported. This complaint includes information regarding a patient who died. Boston scientific is currently investigating the case to determine whether the product was related to the reported death.

Manufacturer narrative:
Detailed product information was not provided to bsc. Based on the nature of the information provided to bsc, it is not possible to perform a good faith effort to obtain additional information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned for analysis; therefore, no physical product evaluation was performed. A risk review confirmed that death is identified in the product risk documentation as a general surgical risk with an acceptable risk benefit profile. A labeling review was also completed and confirmed that the current labeling adequately addresses general procedural risks. No evidence of a device malfunction, product quality issue, or labeling deficiency was identified, and no further action was required.

Event description:
It was reported that a study evaluated the use of rezum steam ablation therapy in 18 patients with urinary retention secondary to benign prostatic enlargement. At three months, 15 of the 18 patients (83%) achieved catheter independence, and at a mean follow up of 25 months, 15 of 17 patients (88%) continued to void independently. Two patients required additional treatment, and one patient died during the follow up period; the publication does not attribute the death to the device or the procedure. This complaint includes information regarding a patient who died. Boston scientific is currently investigating the case to determine whether the product was related to the reported death.

Manufacturer narrative:
Correction to field h11: additional MFR narrative. The device was not returned for analysis; therefore, no physical product evaluation was performed. A risk review confirmed that death is identified in the product risk documentation as a general surgical risk with an acceptable risk benefit profile. A labeling review was also completed and confirmed that the current labeling adequately addresses general procedural risks. Based on the information available, a conclusion code of device problem excluded was assigned to this investigation.

Event description:
It was reported that a study evaluated the use of rezum steam ablation therapy in 18 patients with urinary retention secondary to benign prostatic enlargement. At three months, 15 of the 18 patients (83%) achieved catheter independence, and at a mean follow up of 25 months, 15 of 17 patients (88%) continued to void independently. Two patients required additional treatment, and one patient died during the follow up period; the publication does not attribute the death to the device or the procedure. This complaint includes information regarding a patient who died. Boston scientific is currently investigating the case to determine whether the product was related to the reported death.